Event description:
It was reported that the patient had a granuloma in 2007; the first year after the pump was implanted. The patient had surgery because of the granuloma in (B)(6) 2013. The medication being delivering via the device system at the time of the event was not reported. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).